Event description:
The manufacturer received information alleging a ventilator's device settings were unable to be changed due to the touchscreen not responding. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's device settings were unable to be changed due to the touchscreen not responding. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The customer's complaint was unable to be duplicated. No malfunction of the device was noted. Preventive maintenance did not reveal any issues. The device software was updated. No repairs were needed at this time.